Manufacturer narrative:
The user reported experiencing a low glucose event and provided an example from (B)(6) 2025 at 6:00 pm (sg: 145 mg/dl; bg: 36 mg/dl). A review of in-vivo glucose data showed that at 5:51 pm the user's sg was 52 mg/dl, with a corresponding bg of 44 mg/dl at 5:52 pm; the sg was trending downward and aligned more closely with bg within approximately 10 minutes, reaching 48 mg/dl at 6:01 pm. Alert history review confirmed that the user received multiple low glucose alerts between 5:51 pm and 6:11 pm while sg remained below 65 mg/dl. The user did not seek medical treatment and resolved the event by consuming sugar and drinking cola. The user's hcp was not aware of the event, and the user was advised to contact their hcp for medical guidance. In an associated case of sensor inaccuracy inclusive of the reported low glucose event, analysis of in-vivo raw sensor data revealed no anomalies; the inaccuracy examples shared by the user demonstrated inherent lag in the sensing technology, with sg values eventually catching up to capillary calibrations after 3-4 sensor readings. The user was advised that overall bg values aligned well with sg trends when accounting for physiological lag and to continue using the system while ensuring proper calibration entry, which the user agreed to. A review of data from the two weeks following the event confirmed stable and consistent agreement between sg and bg values. B4.date of this report 04 jan 2026 g3.date received by the manufacturer? 04 jan 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event due to possible sensor inaccuracies. The event happened on 11-nov-2025 at 06:00 pm. The sensor glucose (sg) reading was 145 mg/dl and the blood glucose (bg) measurement was 36 mg/dl. The patient complained of not receiving low glucose alerts from the eversense e3 cgm system. The patient was able to self resolve the event by ingesting sugar. No medical attention was required.